Event description:
Information received a smiths medical medfusion pump over time flushing medications had incorrect flush rates, where medication flushed rapidly rather then slowly. The event described a global issue with software unable to support flushing practice. No medical injury or medical intervention was required. Methylprednisolone was being infused. Reported patient diagnoses was asthma and this was reason for infusion of medication.